Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that a promus stent was implanted on (B) (6) 2010. The procedure was completed after the stent was determined to be well apposed under intravascular ultrasound (ivus). Subacute thrombosis (sat) occurred on (B) (6) 2010. The thrombus was aspirated with a thrombectomy catheter. The promus was dilated with a 3.0 mm balloon catheter. The add'l medical intervention was completed after an examination under ivus. Info received indicated that the pt has not been taking any antiplatelet medications. No add'l event or pt info is available. You are receiving this MDR report from abbott vascular because (B) (4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.